Manufacturer narrative:
Product analysis: analysis confirmed that the programmer's touchscreen was out of specification, and the ECG cable was attached incorrectly. When the ECG cable was removed, the connector was found to be broken. It was also noted that the power cord bay was broken. All found defective parts were replaced, and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not recognizing the stylus. It was also reported that the electrocardiogram (ECG) cable had been attached incorrectly, so it was stuck. The programmer has been returned for service. No patient complications have been reported as a result of this event.